Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter on device cannula. The following information was provided by the initial reporter: customer stated that the needle looks darker than metal, and it leaves a dark residue at puncture site. No adverse events.

Manufacturer narrative:
(B)(6). Investigation summary: it was reported that the needle looks darker than metal, and leaves a dark residue at the puncture site. To aid in the investigation, three photos were provided for evaluation by our quality team. Two of the photos show a needle assembly with no plastic shield. The needle looks to be darker in color. The third photo shows a bag with solution. The bag has a mechanism connected to it. The mechanism has a yellow rubber stopper. This defect could be possible if during the needle manufacturing process a process variation occurred inducing the discoloration. This discoloration is appearance only. A device history record review was completed for provided material number 305195, lot number 1117245. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the needle manufacturing process was performed and all settings and parameters were found correct. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause: it could be possible that during the needle manufacturing process a process variation occurred inducing the discoloration reported by the customer and not detected in the next processes. The discoloration is appearance only. Verification of the needle manufacturing process was performed, finding all the settings and parameters correct.